Event description:
During pt transfer after a surgical procedure, the left eccentric lever lifted up. As result the left leg plate subsided and the pt slipped to the ground. No injury reported to maquet. MFR ref. #(B)(4).

Manufacturer narrative:
After the event a maquet field service technician was on site to repair the affected operating room table. He was not informed about the incident. He found a defective safety button of the left eccentric lever for the leg plate. The repair was made on 07/07/2014. To open the eccentric lever normally the safety button has to be pressed. This design prevents an unintended opening of the lever. The user is able to realize the defective safety button before use. Maquet believes that a combination of malfunction and user error led to the incident. We assume that during transfer of the pt someone opened the eccentric lever of the left leg plate unintentionally. As a result the left leg plate moved down and the pt slipped onto the ground. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.